Event description:
The customer's mother reported on (B)(6) 2014 her son's blood glucose and insulin history is as follows: time: 5:31 a.m, bg(mg/dl): 241, bolus (u): 0.70. Time: 8:50 a.m, bg(mg/dl): 273, bolus(u): 1.25. Time: 10:28 am, bg(mg/dl): 298. Upon further inspection she noticed the cannula was not inserted correctly into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred.